Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? Please provide the lot number: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength: 75 g /m. Related to: 2210968-2022-03022.

Event description:
It was reported that a patient underwent a laparoscopic bilateral salpingostomy surgery on (B)(6) 2022 and suture was used. During the procedure, the problem of pulling off suture needle happened. Another like device was used to complete the procedure. Non human factors led to the failure of the devices, but which increased the medical expenses of patients and increased the operation time of surgeons. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 h6 component code: g07002 no device return additional information requested, the following was obtained: was there any adverse consequence associated with the patient?¿¿no. - please provide the lot number:¿¿qgmacx. - was there any change in the patient¿s post-operative care due to the prolonged procedure?¿¿the operation time of the patient was prolonged by about 4min due to this event. There was no change in postoperative care, no unexpected results or complications. - were there any unexpected outcomes or complications as a result of the prolonged surgery time?¿¿the operation time of the patient was prolonged by about 4min due to this event. There was no change in postoperative care, no unexpected results or complications. - how long (in minutes) did the surgery prolong?¿¿4min . Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.